Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Per the segmental system package, fracture/damage of the prosthetic knee components is a known potential adverse effect of this procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2019. Concomitant medical products: unknown tibial tray, unknown tibial bearing. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 3 months post implantation due to mechanical malfunction of the locking mechanism. Attempts have been made and additional information on the reported event is unavailable at this time.